Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported the patient underwent right hip procedure where the device was not placed in surgery mode. Subsequently, ipg could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date to address this issue.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter's information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg was not placed in surgery mode. The rep was unable to recover the ipg with their clinician programmer (cp). Upon investigation of the provided cp logs, it was confirmed that the ipg never entered a bondable state: ¿bondablemode="false." All troubleshooting steps had been exhausted.